Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause could not be determined from the photo samples provided. Two photo samples of a microez microintroducer were provided for evaluation. The first photo sample shows the distal end of the microintroducer and a section of a guidewire. The photo resolution does not allow for a clear determination of damage present on the microintroducer. The section of guidewire visible appears to have a slight bend. The second photo provided shows the proximal end of the mircrointroducer and the other end of the guidewire wire. A slight bend appears to be present near the wire end. The characteristics of the deformed locations could not be clearly observed from the photos provided. Based on the description of the reported event, possible contributing factors include damage during handling and insertion method. Since the guidewire appeared to be bent in the photos provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of rebx0825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the tail end of mst guide wires was crooked, blocking the advancement of sheath. No other information was provided.